Manufacturer narrative:
(B)(4)

Event description:
The returned receiver device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. A review of the downloaded receiver log confirmed the reported event of inaccuracies. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Patient's husband contacted dexcom on 04/19/2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. Sensor was inserted on (B)(6) 2016. At the time of contact, no injury or medical intervention was reported. The complaint device was not returned for evaluation. However, the receiver ((B)(4)) that was used with the complaint device was provided for investigation on 05/09/2016. A follow-up report will be submitted upon completion of device evaluation.